Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface size ef 10 mm height, item# 00596203210, lot# 61447452. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: zone of periprosthetic lucency between the tibial stem tip and cement/bone may indicate loosening. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-01, loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately ten years and ten months¿ post implantation due to tibial loosening. There is no additional information available at this time.